Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, after about a week of being hospitalized, the patient was discharged from the hospital. On an unreported date, the patient was re-admitted to the hospital as the infection was still present. On an unreported date, the patient was transferred to rehabilitation for 2 months. Treatment rendered was not reported. On an unreported date in (B)(6) 2012, the patient was discharged. The patient recovered from this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h11j24064. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this event.